Event description:
It was reported via repair work order that the power supply board and cpu was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.